Manufacturer narrative:
The technician found the brake bar on the ground and the brake is not holding. The technician reconnected the brake connecting rod weldment to the brake steer pedal to resolve the issue.

Event description:
The account alleged that the brake bar is broken. No pt impact.